Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported low laser power. Timing of the event and patient impact are unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fiber assembly was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 2, 1999. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to the fiber assembly. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the event occurred before surgery and there was no patient involvement. A low potency was detected due to the disruption of the optic fiber.

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The system was examined and the reported event was replicated. The fiber assembly was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 2, 1999. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to the fiber assembly. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the event occurred before surgery and there was no patient involvement. A low potency was detected due to the disruption of the optic fiber